Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a no delivery alarm from his insulin pump. The customer disconnected from the insulin pump, rewound it, and primed the infusion set again. After these steps, the customer stated he did not receive another no delivery alarm. The customer's blood glucose level was 174 mg/dl. Standard troubleshooting was declined. The product is not being returned. Nothing further was reported.